Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation the aquabeam robotic system generated "e03 - console error" messages multiple times. As a result, the aquabeam console was replaced with a new console unit and the procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. Functional testing was able to replicate the e03 error upon priming at 50% and 25% and e02 at 100% pump power. The e02/e03 errors prevented the system from initializing an aquablation simulation cycle. Additional analysis observed oil droplets on the encoder sensor was identified to be the main cause of the e02/e03 issues a review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c01829 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults e02 - console error release foot pedal and click x. If error persists, turn off and turn on console. "E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.